Event description:
International customer reported that a patient developed an inflammatory reaction at an unspecified time following unspecified surgery. The suture was excised. No further information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.